Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3,g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. A getinge field service engineer (fse) evaluated the unit and inside of the device was checked, but no blood was found to have entered the device. An inspection was carried out based on the service manual, and the results were satisfactory.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code), usage of device.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, (iabp), there was blood back, there was no blood found in device, there was no patient harm or injury reported.